Event description:
The user facility reported the hose from the system 1e to the big blue filter housing had separated over the weekend flooding the facility. The facility cancelled and rescheduled multiple procedures due to the flooding; no injuries were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and identified the hose connection point at the big blue filter had separated. The technician replaced the hose assembly to the big blue filter, performed a test cycle, and returned the unit to service. No additional issues were reported.